Event description:
(B)(4). Hair loss, server fatigue, hand feet swell. Pregnant year later after being confirmed blocked. Chronic pain, inflammation, depression, anxiety, hives. Hysterectomy.

Event description:
(B)(4). It's amazing how getting the essure removed from your body can make you feel. I no longer have hot flashes, night sweats, hives, itchy skin, my hair is no longer coming out in gabs. I'm no longer on anti depressants. And the chronic back pain I had is gone. Essure does not work. I'm prove. Pregnant year after implant and being confirmed blocked. Then years later a migrated coil. How can you allow this to remain on the market. Sincerely, (B)(6).